Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a connection issue. The home patient (hp) stated that after using the minicap, they found povidone on the bedding. The hp checked after a few hours of placement and the minicap separated from the transfer set; it was missing. The hp stated that they had tightened the minicap during use. The hp replaced the minicap. There was patient involvement but no injury or medical intervention at the time of the initial report. No additional information was available.